Event description:
It was reported that the device had high impedance values on every electrode channel. The patient had no hearing sensations. Improper fixation of the implant is suspected. The implant appeared to be mobile.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.